Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a tracheoesophageal puncture after the device was inserted into the cavity, the obturator was removed, camera was inserted, and balloon was inflated. When the pump was operated, the balloon inflated but air leaked immediately and dissection was not proceeded. If the balloon was broken, air was supposed to enter the cavity, but it seemed not like that, so it seemed that air leaked from the head side of the space maker. In order to confirm the situation, the space maker was removed, when the balloon dissector was removed from the access device and the entry hole of the camera was closed by hand and the pump was operated, the balloon inflated. When the access device was attempted to be inserted again, the base of the balloon was damaged. After that a new balloon and trocar were used to complete the case. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. A functional evaluation found that the hole was covered, and the dissector balloon was inflated, a leak was detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a tep after the device was inserted into the cavity, the obturator was removed, camera was inserted, and balloon was inflated. When the pump was operated, the balloon inflated but air leaked immediately and dissection was not proceeded. If the balloon was broken, air was supposed to enter the cavity, but it seemed not like that, so it seemed that air leaked from the head side of the space maker. In order to confirm the situation, the space maker was removed, when the balloon dissector was removed from the access device and the entry hole of the camera was closed by hand and the pump was operated, the balloon inflated. When the access device was attempted to be inserted again, the base of the balloon was damaged. After that a new balloon and trocar were used to complete the case. The surgical time was extended by less than 30 min. There was no patient harm.